Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that they discovered a burnt part on the unit.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states ¿they discovered a burnt part on the unit.¿ the unit was triaged and the customer¿s reported condition was confirmed. Visual inspection found c144 had thermal damage consistent with a short. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.